Event description:
The reporter stated that the surgeon noticed a rent in the capsular bag upon insertion of a cc4204bf, collamer single piece lens. The incision was enlarged to remove the lens and another lens was implanted. Sutures were not required. This facility uses a competitors phacoemulsification system.

Manufacturer narrative:
Results - a work order search was performed on the serial number and there were no similar complaints found within the work order.